Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited rising impedance measurements until them being out of range. A defibrillation threshold (dft) test was scheduled however, it was canceled, and it was decided to deactivate the system therapy and provide a life vest to the patient. A system revision is being scheduled for the near future. This system remains implanted. No further adverse patient effects were reported. Additional information was received detailing that a system revision was performed. It was decided to explant and replace this electrode. After the procedure all measurements were under normal parameters. This electrode is not expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited rising impedance measurements until them being out of range. A defibrillation threshold (dft) test was scheduled however, it was canceled, and it was decided to deactivate the system therapy and provide a life vest to the patient. A system revision is being scheduled for the near future. This system remains implanted. No further adverse patient effects were reported.